Event description:
Additional information received - the reporter stated the lens had an excessive vault and the patient experienced narrow angle but the iop was normal.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. The lens was exchanged with a shorter lens. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Size incorrect for patient. : evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results - medical review - review of this file indicates that a 12.6 icl was implanted and the surgeon noted the angles to be narrow. The icl was exchanged to a smaller length but angles were still narrow. Despite the fact that iop and vault was normal, surgeon decided to explant the lens. In situations as described above, staar recommends that the lens be explanted only when the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).